Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) incorrectly diagnosed episodes of ventricular tachycardia as supraventricular tachycardia. The ventricular tachycardia rhythm was identified eventually and therapy was delivered. Further information regarding patient condition and resolution was requested but not received.